Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of site that previous cases were successful but during this functional endoscopic sinus surgery (fess) case while navigating the site experienced an intermittent tracking issue with instrument tracker. Site used another tracker but had the same issue after using the tracker for a short time. A new tracker was opened and site was able to complete the procedure. Site mentioned that there was no extra metal in the field during surgery. There was a delay of less than 1 hour to procedure. No impact on patient outcome.